Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted to the hospital due to pump-related driveline infection. It was said this was associated with the device and probably device related. The patient had peri-driveline pain and increased c-reactive protein (crp). An antibiotic infusion treatment was given.